Event description:
It was reported that stent migration occurred. The 70% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery (lad). A 3.00 x 20mm synergy xd drug-eluting stent was advanced for treatment. During the procedure, the stent mesh migrated while being deployed. Therefore, a 3.0x12mm synergy xd was used to cover the gap, completing the procedure. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Manufacturer narrative:
E1: initial reporter address 1:(B)(6).

Event description:
It was reported that stent migration occurred. The 70% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery (lad). A 3.00 x 20mm synergy xd drug-eluting stent was advanced for treatment. During the procedure, the stent mesh migrated while being deployed. Therefore, a 3.0x12mm synergy xd was used cover the gap, completing the procedure. There were no patient complications reported. It was further reported that multiple attempts were made to position and successfully implant the stent; however, the stent migrated slightly proximally after being implanted. There had been no interaction between the stent and other devices used during the procedure.